Event description:
This is report 1 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Dianeal therapies were ongoing. The patient was hospitalized for the event. The cause of peritonitis was not reported. Treatment was not reported. The patient was recovering.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h13b12071 and h13a05010 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).